Manufacturer narrative:
(B)(4). Pump unable to perform the displacement test and self test due to a unresponsive keypad. Unable to download history files and traces due to an unresponsive keypad. P-cap locks properly into reservoir. Pump as cut open and moisture damage was found on keypad assembly. Pump passed the keypad voltage test, however a corroded keypad overlay was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, missing display window/cover, cracked reservoir tube lip, torn keypad overlay, corroded battery tube and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the keypad overlay was confirmed by visual inspection where a torn keypad overlay was noted. Additionally, a unresponsive keypad was noted due to a corroded keypad trace. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump display whole black frame was completely broken off. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.